Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m163874 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m163874, test base part number 190-430 / lot: m163874. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163874 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination. Reference MFR report: 1221359-2021-03911.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed with two lot numbers. This report is one of two for lot number m163874. The customer reported a positive result with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed and generated negative results. Repeat testing was performed and genarated negative results. Although requested, additional information, including patient treatment and outcome was not provided.